Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded two signal artifact monitoring (sam) episodes due to oversensing of atrial fibrillation/atrial flutter. Technical services discussed and recommended further testing. No adverse patient effects were reported. This device remains in service.